Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings:. Unable to confirm/duplicate complaint of intermittent sound. Measurement was within specifications. Unrelated to the complaint, the gattery compartment is cracked below the bumper at the case seal.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.